Event description:
It was reported that there was high impedance and oversensing. The lead was replaced. No patient complications have been reported as a result of this event. A lawsuit alleges the lead has caused the patient to "sustain severe physical injuries, severe emotional distress" there were further allegations by an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
Corrections: the device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that there was high impedance and oversensing. The lead was replaced. No patient complications have been reported as a result of this event. A lawsuit alleges the lead has caused the patient to "sustain severe physical injuries, severe emotional distress"